Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was discarded by the hospital. Cmr surgical will submit a supplemental report if additional relevant information becomes available.

Event description:
The reporter alleged that during surgical tear down it was identified that there was a tear in the insulating sleeve when they were removing the scissor from the port. Reporter confirmed there was no harm to the patient, there was a delay of 10 mins whilst identifying the torn part. No patient impact.at the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury